Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. The rep was able to get adequate therapy delivered by programming around the oor electrodes. No further complications were reported.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patienthad shocking down their leg ever since their myelogram dye. Prior to this, they indicated that therapy was working great and they had no issues or allegations. The caller ran impedances and all contacts were over 40,000 except for contacts 8, 10, 14 and 15. Technical services reviewed that they would have to reprogram around to see if coverage was sufficient. Imaging was suggested to determine if there were any visible indications of potential issues, otherwise surgical intervention would be required. The event occurred don (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that settings not available and out of regulation screens were seen on the controller rand tablet. The rep said ever since implant when trying to increase intensity the patient saw the settings not available screen on both programs in group a. It was reported that the ins was currently charged to 90%. The current programming was provided: program 1 - contacts 6 7 8 9, 300 pw, rate 50; program 2 - contacts 12 13 14 15, 300 pw, rate 50. The rep said they can't program and clarified that they saw the oor message. The rep said that they were at 1.6 ma and not seeing oor, but the patient was only feeling it on the left side and then on program 1 they were seeing oor at 0.8 ma. The rep ran an impedance check and reported the following values: ref 0 - contact 0-7, 11 are over 40k; ref 1 - all between 10-40k; ref 5 - same thing as ref 0; ref 8 - 9 10 12 1314 15 between 600-1000; ref 9 - same as ref 8. It was suggested programming on the electrode pairs around 1000 ohms and avoiding the others that were above that range. The rep wa s initially communicating with the ins and controller and when they went to interrogate the device with the tablet they stated that they needed to turn the controller off before interrogating with the tablet to avoid interference that they had in the past. No further complications were reported.